Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent spinal procedure at l4-5 levels. Post-operatively, the patient was infected. Revision surgery was performed due to infection. The surgeon approached from anterior and inspection was conducted after implants were removed. No implants were inserted due to infection. Autologous bone was inserted and the revision surgery was finished. It was unknown if the cage was a source of infection. It was also determined that bone union is unable to be achieved due to infection. It was also reported that loosening was observed in caudal 8.5mm screw. The product came in contact with the patient. Patient complications were reported unknown after the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.